Manufacturer narrative:
(B)(4). It was reported that the treatment of vancomycin and fluconazole were withdrawn. The patient was re-trained on proper aseptic technique. It was reported that the patient had recovered from the event. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The break in aseptic technique was further specified as the patient did not wear a mask for therapy. The peritonitis manifested as cloudy effluent, abdominal pain, and diarrhea. The patient was hospitalized for the event and treated with vancomycin (intraperitoneally (ip), 2grams every 5 days), ceftazidime (ip, 1gram per day) and fluconazole (oral, 50 milligram/day). The patient was later discharged from the hospital with ongoing treatment of vancomycin and fluconazole. At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time.